Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6) 2002. (B)(4).

Event description:
It was reported that there was a switch to unipolar polarity, with no capture at maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event.